Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient occasionally feels shocking in their fingers when they touch "things." The patient reported that they could not determine when they lost therapy in their toes. An impedance check was run and all impedances were found to be within normal limits. The patient stated that "there is not a doctor in the state that will see me." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that they don't change the settings because it works very well for them. The patient reported that starting on (B)(6) 2018, the stimulation was supposed to go to their foot but was instead going up to their knee and into their other foot and leg. The patient also reported that every time they touch metal they get ¿shocked¿ and when their spouse touches the same thing, they don't get ¿shocked.¿ the patient was describing static electricity and wanted to know if it was related to their ins. The patient also reported that they were having knife-like pain in their back and that they are having injections for it. Additional information from the consumer on (B)(6) 2018 noted that the device was not working correctly since (B)(6) 2018. The patient was having difficulty finding a hcp to check the system. Additional information was received from the consumer via a manufacturer representative on (B)(6)2018 reporting the patient had been shocked at times. A request was made for a manufacturer representative to check the system. No actions had been taken at the time of the report. Additional information from a manufacturer representative noted that the patient was seen for reprogramming and was not overdischarged. They just did not have a charge. No further complications were reported.